Manufacturer narrative:
(B)(4). False negative results (B)(4). An investigation was conducted to evaluate this issue. A review of the complaint text, system logs, instrument serial number history and the latest occurrence rate data based on a one year complaint data search was also reviewed. The review of the results log confirmed that the low myoglobin result of less than 1.0 ng/ml was flagged indicating control out of range. The review also found that the low troponin result was flagged with exp flag indicating the reagent lot in use was expired. The results log also showed that the signal reads for both assays on the suspect sample were similar to the backgrounds reads which indicated that no reaction had took place which could be due to an issue with the trigger dispense. Based on the evaluation results, no malfunction or product deficiency could be identified related to this issue. However, the customer was referred to the operator manual and the assay package inserts were such an issue is listed along with the corrective and preventive actions.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the architect analyzer generated discrepant results from one patient sample for the troponin and the myoglobin assays. A result of 0.0 ng/ml for troponin and a result of 1.0 ng/ml for myoglobin were repeated positive and consistent with the patient's diagnosis. The patient was monitored for heart failure and known to have a history of positive results for both assays (412 and 382 ng/ml for myoglobin, 7.53 to 7.83 ng/ml for troponin). The suspect results were reported out and the physician was informed of the discrepancy with no impact to patient management. The customer is questioning the absence of an error massage that was not generated by the analyzer after the suspect results were generated.